Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the evaluation results. One 8f angioseal evolution was returned to terumo medical corporation in (B)(4), md for evaluation. On the returned device, blood like substance was noted on the hemostasis sheath and some suture hung loose from the tip of the sheath. There was no anchor or collagen attached to the suture end. The hemostasis sheath was separated to reveal blood like substance through the length of the carrier tube assembly especially at the proximal tip near bypass tube. The device was disassembled and check gear movement and no movement was possible. There were no turns of suture left. The carrier tube was cut to check for the presence of compaction tube and its presence was verified. There was dried blood like substance around the compaction tube and the tube has to be cut into two pieces for complete removal. The outer diameter of the compaction tube was found to be 0.054in and in inner diameter of carrier tube was found to be 0.086in, both consistent with the revisions of the drawings for these parts active at the time of manufacturing per the DHR. After the dried blood like substance was cleared the gear assembly was able to be rotated freely. The likely cause of this event is mechanism seizure due to excessive blood like substance especially around the compaction tube. Blood like substance was also noted inside the cut carrier tube and around the bypass tube the complaint is confirmed for mechanism seizure due to presence of blood like substance. Functional testing of the gear assembly mechanism and dimensional testing of the compaction tube and carrier tube revealed no anomalies. There have been no previous reports for this failure mode with this part/lot number combination. Upon DHR review, there were no related issues noted during manufacturing of the reported product code and lot number. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
The actual device has been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. Device currently under investigation.

Event description:
The user facility reported there was no compaction tube on the involved angio-seal evolution device. The following information was provided by the user facility: after pulling back on the angio-seal evolution device, the collagen was supposed to be deployed under the skin, however hemostasis was not achieved well; it was reported that there was no compaction tube on the device to further compress the collagen; since the compaction tube could not be found, the device wire was cut and a dilator was used to replace the compaction tube function; the collagen was deployed under the skin and hemostasis was achieved; the patient was reported to be stable with no consequences; and the estimated blood loss was less than 250cc.